Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) in less than three years. It was noted that the left ventricular (lv) lead had chronic high thresholds that may have contributed to the rapid depletion. The device was explanted and replaced with a device that allowed for programming that resulted in lower lv thresholds and better longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.